Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube)'), genital haemorrhage ('abnormal bleeding (general)'), menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and ovarian cyst ('ovarian cyst') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test.". The patient's medical history included stroke, sinus operation, malaise and dysfunctional uterine bleeding. On (B)(6)2010, the patient had essure inserted. On (B)(6)2012, the patient experienced multiple sclerosis ("autoimmune disorder type of disorder: multiple sclerosis, neurological conditions or problems"), 1 year 7 months after insertion of essure. In 2012, the patient experienced ovarian cyst (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), fatigue ("fatigue"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and uterine pain ("uterus pain"). In (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"). On (B)(6)2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In (B)(6)2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (B)(6)2018- hysterectomy with bilateral salpingectomy, ablation and ovarian cyst removed during hysterectomy). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, menorrhagia, vaginal haemorrhage, ovarian cyst, multiple sclerosis, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, migraine, fatigue, pelvic pain, vaginal discharge, uterine leiomyoma, dysfunctional uterine bleeding, adenomyosis and uterine pain outcome was unknown. The reporter considered adenomyosis, cystitis, dysfunctional uterine bleeding, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, multiple sclerosis, ovarian cyst, pelvic pain, urinary tract infection, uterine leiomyoma, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 188 lbs. Date(s) of insertion: (B)(6)2010 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Pathology test - on (B)(6)2018: final diagnosis: a. Left ovarian cyst: portion of ovary with corpus luteum cyst b. Uterus, cervix, bilateral fallopian tubes: cervix with squamous metaplasia atrophic endometrium multiple leiomyomas and adenomyoma right and left fallopian tubes with no specific pathologic abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received. New events were added: dysfunctional uterine bleeding and uterus pain. Onset date of the events were added: menorrhagia, vaginal haemorrhage, dysmenorrhea (cramping), fatigue, uterine fibroids, adenomyosis, urinary tract infection and multiple sclerosis. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube)'), genital haemorrhage ('abnormal bleeding (general)'), menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and ovarian cyst ('ovarian cyst') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test.". The patient's medical history included stroke, sinus operation, malaise and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced multiple sclerosis ("autoimmune disorder type of disorder: multiple sclerosis, neurological conditions or problems"), 1 year 7 months after insertion of essure. In 2012, the patient experienced ovarian cyst (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), fatigue ("fatigue"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and uterine pain ("uterus pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2018- hysterectomy with bilateral salpingectomy, ablation and ovarian cyst removed during hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, menorrhagia, vaginal haemorrhage, ovarian cyst, multiple sclerosis, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, migraine, fatigue, pelvic pain, vaginal discharge, uterine leiomyoma, dysfunctional uterine bleeding, adenomyosis and uterine pain outcome was unknown. The reporter considered adenomyosis, cystitis, dysfunctional uterine bleeding, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, multiple sclerosis, ovarian cyst, pelvic pain, urinary tract infection, uterine leiomyoma, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 188 lbs date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Pathology test - on (B)(6) 2018: final diagnosis: a. Left ovarian cyst: portion of ovary with corpus luteum cyst b. Uterus, cervix, bilateral fallopian tubes: cervix with squamous metaplasia atrophic endometrium multiple leiomyomas and adenomyoma right and left fallopian tubes with no specific pathologic abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: quality safety evaluation of ptc. Extension of expected date of next report based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube)'), genital haemorrhage ('abnormal bleeding (general)'), menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), multiple sclerosis ('autoimmune disorder type of disorder: multiple sclerosis, neurological conditions or problems') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test.". The patient's medical history included stroke, sinus operation, malaise and dysfunctional uterine bleeding. In 2008, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and ovarian cyst (seriousness criterion medically significant) and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2018 - hysterectomy with bilateral salpingectomy, ablation and ovarian cyst removed during hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, menorrhagia, vaginal haemorrhage, multiple sclerosis, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, migraine, fatigue, pelvic pain, vaginal discharge, uterine leiomyoma and ovarian cyst outcome was unknown. The reporter considered cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, multiple sclerosis, ovarian cyst, pelvic pain, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Pathology test - on (B)(6) 2018: final diagnosis: left ovarian cyst: portion of ovary with corpus luteum cyst. Uterus, cervix, bilateral fallopian tubes: cervix with squamous metaplasia atrophic endometrium multiple leiomyomas and adenomyoma right and left fallopian tubes with no specific pathologic abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs received events "abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: multiple sclerosis, infection (bladder/ urinary tract/vaginal), migraines / headaches, neurological conditions or problems, dysmenorrhea (cramping), fatigue, pain, perforation (fallopian tube), perforation (uterus), vaginal discharge, other injury(ies) or complication please describe: fibroids, ovarian cyst, she did not undergo essure confirmation test" were added. Medical history, reporter, patient and product information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.